Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of the system revision due to erosion and infection. All available information indicated that the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this lead was part of the system revision due to erosion and infection. All available information indicated that the lead remains in service. No adverse patient effects were reported. Additional information indicated that this rv lead was also explanted on the day the ICD was explanted due to infection.

Manufacturer narrative:
This supplemental report was created to update b5 and d6b: explant date. If information is provided in the future, a supplemental report will be issued.